Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a misidentification of candida dubliniensis as candida albicans for a cap external qc strain while using the vitek® ms instrument (reference # (B)(4), serial # (B)(6)) with knowledge base (kb) 3.2. The strain was grown for 48 hours at 36cº on two plates- local chromagar and sabouraud agar. The test was performed multiple times and each time was from a different plate. *complaint trend analysis and device history record* there is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Since (B)(6) 2016, one (1) similar complaint has been recorded for the same country. *conclusion on the fine tuning* it was not possible to conclude on the fine tuning quality before the identification issue; however, the status of the instrument was good at the time of acquisition. *conclusion on spot preparation quality* the customer's spot preparation quality was not optimal. The calibrator and sample "all peaks" values were quite heterogeneous. *conclusion on the kb review* the expected identification of candida dubliniensis is present in the vitek ms 3.2 kb . *conclusion on the identification* based on the complaint description the expected identification was candida dubliniensis. Analysis of the customer spectra analysis showed that the proteins were not expressed in the same way on the two different culture media used. The peak lists were very different. The local culture media used was not compatible with vitek ms. The customer has to use the blood agar culture media instead of the local chromagar and sabouraud agar culture media. In the vitek ms workflow user manual 4501-2233 - f, the following instructions are written : "appropriate media, including commercial media (such as columbia blood agar), most frequently used in clinical microbiology laboratories, should be used. Note: a certificate of compatibility listing the validated media can be downloaded from the biomérieux technical library." It was determined that the misidentification was caused by the use of a non-compatible culture media with vitek ms.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of candida dubliniensis as candida albicans for a cap external qc strain while using the vitek® ms instrument (reference # 410895, serial # (B)(4)) with knowledge base (kb) 3.2. The strain was grown for 48 hours at 36cº on two plates- local chromagar and sabouraud agar. The test was performed multiple times and each time was from a different plate. Vitek® ms results: instrument (B)(4): (B)(6) 2020: single choice to candida dubliniensis; (B)(6) 2020: single choice to candida albicans; (B)(6) 2020 no identification. The repeat testing result of c. Albicans was reported. There is no patient associated with this external survey isolate; therefore, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.